Event description:
Ankle tibial and poly implants were revised following medial malleolar fracture.

Manufacturer narrative:
Components were not returned for eval. Poly core reported intact. Report states, pt had lateral ligament instability which caused repeated rolling of the ankle.